Manufacturer narrative:
A thorough engineering investigation has been performed to identify the root cause of the reported issue. The engineering team determined the transducer had been damaged through improper use/maintenance. The failure mode is not considered a design defect requiring further action.

Event description:
It was reported that there was damage to the sheath near the tip of a transesophageal transducer, which exposed the metal underneath the sheath. The x8-2t transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was discovered while the device was outside of clinical use and there was no patient or user harm associated with this event. The philips service engineer evaluated the transducer and confirmed the reported issue. The transducer was replaced to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The issue was unable to be reproduced. Essential information such as video, clear workflow details are not available. Additionally, logs from the event date are unavailable. The system has returned to service with no similar issues reported.